Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that upon removal of sensor on date of report due to sensor failure, he noticed the sensor wire remaining in his skin at the insertion site. At the time of his call to technical support, patient reported being in fine condition. He reported no discomfort or medical intervention.